Manufacturer narrative:
H6: investigation summary: it was reported the needle is not pushing the fluid through. To aid in the investigation, eight hundred samples in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot number 2004758. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd precisionglide¿ needle would not push lidocaine through during the injection. The following information was provided by the initial reporter: "when the doctor is administrating the lidocaine injection to the patient, the needle is not pushing the fluid through, causing the doctor to stick the patient again."

Event description:
It was reported that the bd precisionglide¿ needle would not push lidocaine through during the injection. The following information was provided by the initial reporter: "when the doctor is administrating the lidocaine injection to the patient, the needle is not pushing the fluid through, causing the doctor to stick the patient again."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.